Event description:
It was reported that the patient underwent a posterior cervical surgical procedure at c1-7 to treat opll. It was reported that the setscrews at c1 were backed out. The patient underwent a revision surgery 20 months post-op to remove and replace the screws. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h12a1964, lot # h12b4069, lot # h12c2248, lot #h12f2868, and lot # h12f2869. (B)(4). This part is not approved for use in the united states; however, a like device catalog # 6950315, 510k # k042498 was cleared in the united states. Manufacture date for lot h12a1964 is 1/21/2012; manufacture date for lot h12b4069 is 3/2/2012; manufacture date for lot h12c2248 is 3/16/2012; manufacture date for lot h12f2868 is 7/30/2012; manufacture date for lot h12f2869 is 7/18/2012. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films were supplied for review: lateral view of cervical construct c1-2, 3, 5, t1. Set screws appear to have backed out at c1. CT verifies proper position of screws with dissociated set screws at c1.